Event description:
The customer reported that she experienced high blood glucose of 477mg/dl in the morning and she gave a bolus, but her glucose level went over 500mg/dl and ended in the hospital. Troubleshooting was performed; ant the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and the test passed. The time, date, basal rates, and bolus wizard settings were correct. The customer mentioned changing the infusion sets every four to five days. Advised the caller to change the infusion set every two to three days. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.